Event description:
Medtronic received information regarding use of a navigation system during a cranial resection procedure. A non-medtronic microscope exhibited intermittent tracking issues, including fluctuating red status and loss of tracking with the navigation system. The initial connection between the microscope and navigation system was functional but was intermittently tracking. When troubleshooting the issue to ¿hot swap" the cables, a local area network (lan) disconnection occurred, and the systems could not be reconnected until after the procedure and a reboot of the microscope. During post-procedure equipment checks, additional cable swapping restored proper connection and stable tracking. The cable connecting the non-medtronic microscope to the navigation system was suspected to be damaged. This issue did not result in any surgical delay, and there was no reported impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736143; product ID: m073971c001. H3) no hardware parts have been received by the manufacturer for evaluation. Codes: b17, c20, and d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.